Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Chest x-ray indicated that the ra lead had become dislodged. Ra lead was repositioned.